Manufacturer narrative:
The position of the cam when valve was received was at setting 1. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed and no occlusion was noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried and the siphon guard was removed. The valve was then pressure tested and passed the test. Review of the history device records for the valve product code 82-8804, was not possible as the lot number was unknown. The issue reported by the customer could not be duplicated. Three valves were returned for evaluation. No lot numbers or other identifying information was provided; therefore, we are unable to determine which valve was associated with each associated issue. Please refer to 1226348-2017-10501 and 1226348-2017-10502 for information regarding the other two devices that were returned.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Three valves, which were implanted to a patient on (B)(6) 2017 via s-p, l-p, and v-p shunt with setting of 3 or 4. Regarding the valve via l-p shunt, the surgeon noticed the valve obstruction, so it was revised to competitive other brand¿s fixed pressure valve. However, the valve obstruction was found again on the night of the revision. Regarding the valve via v-p shunt, the patient¿s condition was stable right after the surgery. However, the patient complained severe headache after 12 hours past from the implantation surgery, and then the surgeon lowered the pressure setting to 1 or 2. However, the patient¿s condition was not improved and indicated 35 intracranial pressure. Thus, the revision surgery was performed at night on (B)(6) 2017. The valve, which was implanted via l-p, was replaced with hakim valve (82-3110), and another valve, which was implanted via v-p, was also replaced with hakim valve (82-3110) with setting 60mmh2o. The patient¿s primary disease is brain tumor, and the patient¿s condition is under monitoring. The surgeon commented that the patient has high protein score (400 ~ 500) at the valve via l-p, so it was understandable to observe the valve obstruction. The surgeon questioned the reason why the v-p valve was obstructed with around 70 protein score, and requested the investigation. No further information was provided by the hospital.